Event description:
Procedure: hernia. According to the reporter: a recurrence of a right inguinal hernia occurred. Patient experienced hospitalization. Recovered without sequelae and no treatment was necessary.

Manufacturer narrative:
(B)(4).